Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced with arm movements. The device was reprogrammed and the patient would be seen in one month for follow-up.